Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the acetabular component (pinnacle cup), the impaction handle broke while being struck with a hammer. Dr. (B)(6) was impacting the implant normally and the metal end of the impaction handle broke off. It had visibly broken off of the long screw portion that extend the length of the handle. There was no delay or consequence on the patient as the acetabular implant was fully seated and required no further impaction. There were no pieces that fell into the patient and dr. (B)(6) did not extend any further complaints. We are waiting on a no-charge po for replacement of this item. The item has been sent through decontamination and we will pick up the item on monday. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.